Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft was implanted for the treatment endovascular treatment of an abdominal aortic aneurysm. The patient's vessel tortuosity was mild. The patient presented emergently with claudication issues and leg pain. A recent CT revealed that there was blood clotting in the contralateral gate with partial occlusion of the stent graft, up to the flow divider. The physician does not know the cause of the clotting/occlusion. The physician elected to implant an endurant 13x13x82 iliac extension was implanted from the flow divider distally. The clotting and the partial occlusion were resolved.